Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No product returned. No lot number/catalog number.

Event description:
End user's wife- caretaker (B)(6): she mentioned earlier this week end user was air lifted to (B)(6). When probed asking what was issue and if pleurx product was related-she stated, they do not know where infection originated from, they are looking into that, but the pleurx catheter was removed as a precaution because the area around the catheter was erythemic. Call ended without further information. No further information available.